Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: ethicon device didn't cause bleeding and led to converting to open procedure. The broken pieces were found outside the patient, so no additional test and procedure were performed. What was the reason the procedure was converted from laparoscopic to open?: the procedure was converted to open due to the bleeding, but this bleeding was not related to the harmonic. Did the bleeding occur during the use of the first device or the 2nd?: as for the operation time, the bleeding occurred while using the first device, and the surgeon converted to laparotomy, but neither the first nor the second device was related to the cause of bleeding. What the source of the bleeding identified? If yes, was the source in an area where the harmonic device was used?: we did not get the source of the bleeding from the surgeon. However, the surgeon said that harmonic was not related to the bleeding. What is the patient's current status?: we confirm the patient's condition now. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic hepatectomy, bleeding occurred, and surgery was converted to open procedure. And then, during semi open hepatectomy, ¿replace instrument¿ was displayed when widening the incision. Then it was found that the blade was broken about 5mm to 1cm. The broken pieces were retrieved, and no pieces fell into the patient. There is a possibility that he device touched metals or hand objects during use. Gen11 was used. No further information is available.